Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus stent was to be used in the kidney and bladder for a ureteroscopy procedure. According to the complainant, during preparation, the nurse noticed that the stent was broken into two pieces, along the shaft. The procedure was completed with another percuflex¿ plus stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: a percuflex plus stent was received for analysis. A visual evaluation of the returned device found that the bladder pigtail was found detached, the detached section is specifically located in the second sideport hole from the bladder pigtail. No other anomalies or damages were encountered. According to the available information, the failure was noted during preparation and outside the patient, moreover, the defect noted could have been caused by the user due to excessive manipulation and interaction of the stent with suture. This type of failure is consistent with one caused when a device is pulled strongly and/or was submitted to an excess of force; excess of force may cause damage, deformities or device break. Therefore, based on all the available information it is more likely that the complaint was caused by the handling of the device and the most probable cause is ¿handling damage¿. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus stent was to be used in the kidney and bladder for a ureteroscopy procedure. According to the complainant, during preparation, the nurse noticed that the stent was broken into two pieces, along the shaft. The procedure was completed with another percuflex¿ plus stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.